Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm where it was reported that after the customer back primed the b line, the machine beeped and did not let it back prime anymore. The air inlet was open, so they decided to just change the line. However, when they pulled the spike, the medication inside the bottle shot out due to high pressure. At this stage the patient was splashed with the medication. The event happened during infusion. The medication involved is ihhg (most likely referring to intravenous human immunoglobulin, ivhg). There was patient involved and delay in therapy. The patient was splashed with the medication, there was unknow harm.

Manufacturer narrative:
Received one (1) used. List #14028-01, secondary set. As received, the filter vent was wetted out with prior infusate. No other damage or anomalies were noted. The set was leak tested per specifications, and no leakage was observed. The set was connected to the b port of an ICU medical provided primary plum set that was attached to an ICU medical provided IV bag, primed per packaging directions, and a back prime was attempted. The setback primed successfully, and no leaks were observed. The complaint of no back prime cannot be replicated or confirmed. The complaint of no flow cannot be replicated or confirmed. The complaint of a leak out of the vent can be confirmed due to the presence of fluid residuals as received filter. The probable cause of the leakage is unknown since the leak could not be replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/17/2025.